Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 500cc mentor smooth round moderate plus profile saline breast implants experienced right-sided implant deflation postoperatively. Healthcare professional reported that the patient suffered a massive weight loss with excess skin on breasts, and the right side is completely deflated. As a result, the patient underwent explantation and replacement with 605cc smooth mentor memorygel breast implant, catalog # smpx605, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2019. Upon explantation, it was discovered the left implant was partially filled with ¿black material¿ floating inside. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On (B)(6) 2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation with a mentor breast implant and after removing the device had black material floating into the implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing of the returned device, and material evaluation. A visual analysis of the returned device identified brownish material within the implant. The particles in this material were measured where the size was 1 square millimeters. The integrity of the shell did not show any type of damage. Leak testing was performed in accordance with mentor procedures and a tear was identified in the anterior view measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during implantation or other surgical procedures. Additional investigation was performed to identify the chemical composition of the foreign matter. The investigation results showed the composition of a polydimethylsiloxane-based material (pdms) with a second component, presumably a residue of organic ester, ether, or ketone compounds. The source of origin remains unknown. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional event information that the reports of partially filled left implant was referencing a suspected deflation for the left-sided device. Upon secondary review of the operative report, it was noted that the surgeon¿s remark for the left device was that it had ¿black material floating into the implant.¿ in the absence of clarifying information, it cannot be determined whether the black material reported could be foreign matter. There was no report of foreign matter existing preoperatively. The analysis has begun but is not complete at this time. As a result, foreign matter will be conservatively reported to FDA. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4) h6. Medical device problem code: added device contamination with chemical or other material (a180104)